Event description:
It was reported that a patient with a history of chronic obstructive pulmonary disease (copd) was complaining of shortness of breath. During a device check, the device was found to be pacing at vvi mode at a rate of 65 beats per minute and showing the power on reset message. The device was re-programmed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.